Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) exhibited high out of range shock impedance measurements, in the right ventricular (rv) lead. Technical services (ts) proposed troubleshooting options, and recommended lead replacement. No adverse patient effects were reported. This lead remains in service.